Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The analyst noted that the helix was received retracted and bent and would not extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the helix was screwed out and the lead was positioned, the position was not ideal. The physician rotated the helix back, and while attempting to place in a second location, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.